Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc of juvederm vista volbella xc under the eyes, and with 2cc of juvederm vista volift xc in the cheeks. On an unknow date, patient was also injected with 3cc of juvederm vista voluma xc in the forehead by another hcp. About three and a half months after the first injections, the patient experienced ¿eczema and itching appeared on both sides of the armpits and genitals and continued for about two weeks," deemed not device related. Approximately two weeks after the last events, the patient experienced ¿delayed nodules and edema under the left eye, cheek, and forehead.¿ the patient was treated with nsaids and dissolved with hyaluronic acid under the eyes. The forehead was left untreated. Five days later, the swelling under the eyes improved, but the swelling below the cheeks continued. Three days later, the patient was scheduled for another follow-up and noted ¿delayed nodules and edema are suspected to be due to an allergic reaction.¿ patient stated, "I'm not feeling well, so maybe my immune system is weakened." Symptoms are ongoing. This record is for juvederm vista volbella xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: h8.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc of juvederm vista volbella xc under the eyes, and with 2cc of juvederm vista volift xc in the cheeks. On an unknow date, patient was also injected with 3cc of juvederm vista voluma xc in the forehead by another hcp. About three and a half months after the first injections, the patient experienced ¿eczema and itching appeared on both sides of the armpits and genitals and continued for about two weeks," deemed not device related. Approximately two weeks after the last events, the patient experienced ¿delayed nodules and edema under the left eye, cheek, and forehead.¿ the patient was treated with nsaids and dissolved with hyaluronic acid under the eyes. The forehead was left untreated. Five days later, the swelling under the eyes improved, but the swelling below the cheeks continued. Three days later, the patient was scheduled for another follow-up and noted ¿delayed nodules and edema are suspected to be due to an allergic reaction.¿ patient stated "I'm not feeling well, so maybe my immune system is weakened." Symptoms are ongoing. This record is for juvederm vista volbella xc.